Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction, i.e attach and maintain one-way valve and vacuum using the syringe in the kit. The md inserted the sheath via the left femoral artery. As the md was inserting the iab into the sheath, it became stuck and as a result, the md removed the iab and sheath as one unit. The md requested another iab and this iab was inserted without incident. Additional information received on 03/24/2009 stated that "because the insertion was not successful using the left femoral artery, the MDR used the right femoral artery to complete the procedure."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.